Event description:
It was reported that the customer was hospitalized for dka. The customer had nausea and headache. The customer had a back up plan. Suggested the customer to take a manual injection per md protocol. Troubleshooting was not performed at the time of call. In addition the contact indicated that the pump had an alarm.